Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Pre-operative interrogation showed the patient's right atrial (ra) lead was over-sensing noise. The patient was asymptomatic. The physician capped and replaced the ra lead on (B)(6) 2021. The patient was stable throughout.